Event description:
Device 2 of 2. Please see MFR report # 1627487-2010-01950 for device 1. On (B)(6) 2007, the patient was implanted with an scs system. On (B)(6) 2010, it was reported that the patient had invalid impedance on two contacts and was unable to feel the stimulation. On (B)(6) 2010, the doctor replaced the patient's system.

Manufacturer narrative:
Evaluation: method: the device history and sterilization records were reviewed. Results: the device history and sterilization records were reviewed were found to meet specifications and no anomalies were found. The ipg was visually inspected and a clear gelatinous substance was found near the feed-thru when the header was removed for observation. No other visible anomalies noted. The ipg was functionally tested and failed the auto test. Conclusion: the cause of the reported complaint was confirmed. The ipg failed the auto test. Ans has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Ans defers to the patient's physician regarding medical history.